Manufacturer narrative:
The technician found the jam nut on top of the hi/low cylinder was loose. He tightened the jam nut to repair the stretcher.

Event description:
Information received indicates the head hi/low was drifting down.